Event description:
It was reported that the bd q-syte¿ micro bore extension set experienced leakage. The following information was provided by the initial reporter: "the extension tube of the needleless infusion connector and the connector were leaking blood and fluid."

Manufacturer narrative:
Our quality engineer inspected the 2 photo samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection photo samples. Bd determined that the cause of the failure cannot be related to our manufacturing process. The major contributor to leakage is the occurrence of cracks in the product. The appearance of cracks is typical for when the product has been used together with a lubrication solution or infusion with high ph-value. These solutions can release internal stresses in the product, resulting in cracks if excessive force is used when connecting and using the product for more than 24 hours. DHR review results: DHR review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), CAPA¿s or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.